Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 270 mg/dl with trace ketones. The user addressed bg level with a bolus via the pump. Reportedly, the suspected cause of the bg level was due to the user's menstrual cycle.